Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide devices referenced in b5 are filed under a separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath prior to a transcatheter aortic valve implantation (tavi) procedure on (B)(6) 2019. Reportedly, a suture break was noticed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported clinically significant delay in the procedure. The patient was readmitted on (B)(6) 2019 for suspected access site infection with pain and swelling. Antibiotics were given, debridement was performed, and the proglide sutures were removed. The condition improved and the patient was discharged on (B)(6) 2019. Proglide lot numbers (9030641 and 9030742 ) were used but it could not be identified which lot number corresponded to suture break or infection. No additional information was provided.

Manufacturer narrative:
D4, h4: it could not be confirmed which of the three proglide devices experienced the reported infection; therefore, the lot history record reviews are provided for both lot numbers (9030641 and 9030742). Part / lot : 12673-05 / 9030641. Manufacturing date: 06-march-2019. Expiration date: 31-january-2021. Unique device identifier: (B)(4). Part / lot : 12673-05 / 9030742. Manufacturing date: 07-march-2019. Expiration date: 31-january-2021. Unique device identifier: (B)(4). A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of pain, inflammation, infection and surgical procedure are known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na.

Event description:
Subsequent to the initially filed report, the following information was received: debridement was performed on (B)(6) 2019. No additional information was provided.